Manufacturer narrative:
Investigation confirmed multiple bubbles were detected. System logs did not indicate fault. The sensor was tested and all signals were within normal ranges. The reported fault could not be replicated. Therefore, it is suspected that there were "small" bubbles in the line that were correctly detected when the system settings intervened for "small" bubbles as intended. Nevertheless, the sensor was disposed of as a precaution.

Event description:
User reported that bubble detector was incorrectly triggered multiple times during a case causing a pump stop each time. There was no patient harm. The user changed the bubble intervention setting from "small" to "medium" to resolve the issue.